Event description:
Right hip revision due to acetabular fracture and cup protrusion.

Manufacturer narrative:
An event regarding periprosthetic acetabular fracture involving a tritanium shell was reported. The event was not confirmed. -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: there were no medical records provided for review by a clinical consultant. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. Further information such as device analysis, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining root cause. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends. Not returned to manufacturer.